Event description:
It was reported that there was a lead fracture. It was also reported that the patient had complained of "not feeling well". Once in the office, noise and loss of capture were noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It shows an impedance increase to 1520 ohms during the week the lead was replaced. Interference was also seen, with a sensing value that can indicate a possible intermittency in the system.